Event description:
It was reported that during deployment of the stent graft ,the physician encountered resistance and the outer portion of the catheter broke. Approx 1/2 cm of the stent graft had been deployed, and the physician was unable to completely deploy the rest of the stent graft. Therefore, the device was removed from the pt. The procedure was completed successfully with another stent graft. The intended procedure was treatment of an aneurysm in an av loop fistula in the pt's left forearm. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The device has been returned, the eval is currently underway.